Event description:
Event description guidant received information that, during pre-implant testing, this implantable cardioverter defibrillator (ICD) was interrogated and displayed a fault code 02. It was noted that a capacitor reformation was performed and a yellow warning screen appeared indicating a fault code 02. It was further reported that the device did not emit warning tones. The device was thus not used for the implant procedure and will be returned to guidant for analysis.